Manufacturer narrative:
(B) (4).

Event description:
The pt had tingling all over his body that was worse in the legs. The implant was off. It started two days prior with an increase in blood pressure as well. He was taken by ambulance to the hospital. EKG and blood tests were done. The device had been working well and the blood pressure increase had started while the implant was on. The pt was discharged home and the tingling persisted. The device was reprogrammed-it was checked three times and there was no success with the programming. It was further stated that the pt still felt stimulation when the device was turned off. The pt was again hospitalized due to terrible back pain. Further info is being requested from the hcp.